Event description:
A patient reported difficulty in plugging the pump into the charge. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.